Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effects of occlusion and pain are listed in the proglide instructions for use as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a transfemoral cerebral angiography procedure, using a 5fr sheath. Reportedly, post procedure, the ankle color changed, and the patient could not walk well due to severe pain on the left leg. According to computed tomography scan, the occlusion was due to posterior wall suturing. Medical intervention to prevent injury was performed for the occlusion found post-procedure resulting in delayed release from the hospital. A common femoral artery angioplasty was performed to open the occlusion, preventing injury. No additional information was provided.